Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73b1700065 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the stomach neoplasms operation the clip fell off the applier after the clip was loaded. The clip was broken at the hinge and fell into patient's body. The doctor took a long time to take the broken clip out of patient which resulted in the operation delay. There was no patient injury.